Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer (via an email) to our local affiliate (B)(4). This case involves a female pt who received two applications of poly-l-lactic acid (sculptra) over the last 50 days (dates of therapy nos). Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt began experiencing nodules on her face and red skin described as acne-like. She informed the physician who administered the product (a dermatologist), and he prescribed anti-allergic medication (nos), corticosteroids (nos), and antibiotics (nos). At the time of this report, the event remains ongoing. Rptr's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up info received on 10-apr-08: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.